Event description:
The customer reported that the driver was not allowing for a continuous power for operation. The customer reported that exposed wires were also a problem. There has been no patient involvement or consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the driver was returned with the cable causing the driver to intermittently lose power. Cable wires are exposed. A worn crescent washer is causing the safety to be loose. Worn bearings on the drive gear is causing a grinding noise when the cutter is activated. The site corrected intermittent issues and also replaced the left and right knob stickers, crescent washer, drive gear. The driver was cleaned, disassembled, then reassembled per design specifications, tested, and functioned properly.